Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v396221, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient hadn¿t seen a healthcare provider (hcp) for their device and believed it was no longer operational. It was stated the last time they saw an hcp they told the patient they had a 7 year battery but because their stimulation was so high it would only last them 3 years. The patient stated their device was probably not operational anymore but they didn¿t know that for sure, they were just basing it off of what their hcp said. Reportedly, the device never really worked but the patient then stated it worked slightly but maybe it did help because their fecal incontinence had been bothering them again. It was noted the patient had scar tissue around their implant and they didn¿t remember when it started but it wasn¿t right away. It was later reported the patient was still having concerns regarding their device or therapy but had not sought further help. It was noted the patient did not have an appointment with their doctor until (B)(6) 2014. It was reported the patient had never had therapeutic effect. The patient thought their stimulator was at end of service (eos), but that was not confirmed. The patient had never had stimulation sensation. They hardly felt anything since implant. The patient had more scar tissue lumps around their implant and they were painful. The patient also experienced fatigue, pain, taste bud issues, ringing in ears, and movement problems that all developed gradually in the last one to two months. The patient was going to a rheumatologist to get screened for fibromyalgia to find out why they are sick. The patient needed an MRI. It was reported that the patient¿s system was explanted. The explant was due to previous issues and hip and spinal problems intensifying over six months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.